Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's granddaughter complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory lo 11/09/2015 08:05:00 am fasting:yes. Undisclosed. Memory concerns:customer is concern with the lo blood result. Customer calling states that he needs assistance setting up the meter and running a blood test. Ran blood test and got lo. Tried to have customer run another test and he continues to get e-5 error.